Event description:
The customer reported that he noticed at 11:30 am that his blood glucose was 252 mg/dl, so he took an insulin bolus of 5.4 units. At 1:30 pm, his bg was up to 303 mg/dl. He changed the pod and took a manual insulin injection. He observed a "small kink" in the cannula when he removed the device. He reported that he thinks his body is getting less sensitive to insulin and that it can take about 45 mins for insulin to act. The device was discarded.

Manufacturer narrative:
The device was discarded and will not return for eval. We are unable to confirm the kinked condition of the cannula or to determine if it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns: "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises "work with your healthcare provider to establish diabetes management guidelines and settings that best fit your needs. These may include correction or sensitivity factor (how much one unit of insulin will lower blood glucose. For example, if your sensitivity factor is 50, one unit of insulin will lower your blood glucose by 50 mg/dl)."